Event description:
It was reported that (2) devices were used during a gastric resection. It was reported by the affiliate that the trt75 reload was used in a tlc75 device. The staples did not fire completely. Another cartridge was used with the device to complete the case. There was no consequence to the pt. Only the trt75 is being returned.